Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus. H3 other text : device not returned.

Event description:
It was reported that the customer accidentally administered 2 boluses. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Reportedly, the customer presented slow and slurred speech as well as discoordination. Customer consumed carbohydrates to address bg. Customer's blood glucose rose to 67 mg/dl.